Manufacturer narrative:
Philips service reinstalled the image disc and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that x-ray exposure failed; image disc recognition issue on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.